Manufacturer narrative:
Investigation is ongoing.

Event description:
User complaint: "high pressure alarm but had low pressure.".

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation of a patient the ventilator alarmed with high pressure alarm but had low pressure. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. The logfiles provided confirmed the mentioned alarms, no technical faults were logged. No further feed back was received. No part was replaced, correction was unknown and the exact root cause could not be confirmed. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
User complaint: "high pressure alarm but had low pressure.".